Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's infection resolved with sequelae on (B)(6) 2021, they were on antibiotic therapy post discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke, infection, and patient conditions could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 20nov2020. The current heartmate 3 (hm3) lvas instructions for use (IFU) lists stroke and infection as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was admitted for possible infection with elevated international normalized ratio (inr) (greater than 8). The patient's mean arterial pressure (map) was hypotensive in the 50s mmhg. The patient was febrile and developed a subarachnoid hemorrhage (sah) with some right upper extremity (rue) weakness but was alert and oriented x3. A computed tomography (CT) was done and showed sah. The patient was given vitamin k and prothrombin complex concentrate (pcc). Infectious disease (ID) was consulted. There was possible endocarditis. On (B)(6) 2021, the patient was given antibiotics for the infection.